Event description:
It was reported that the generator was sent for repair because the device intermittently displayed error code 1. It was noted if the issue occurred during a procedure. No patient consequence was reported. No further info is available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center. The customer complaint has been confirmed. To correct the error code the main pcb assembly was replaced. After servicing the unit passed qa inspections. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.